Manufacturer narrative:
Conomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for other chronic/intractable pain (trunk/limbs) and non-malignant pain. It was reported that the patient was experiencing an increase in pain and an MRI showed that the catheter had become dislodged. The catheter was revised in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.